Manufacturer narrative:
The controller was not returned for evaluation. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. As a result, the reported event could not be confirmed. Based on the limited information available, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s controller alarmed "system fail". The controller and ¿motor¿ were exchanged. No patient complications have been reported as a result of this event.